Event description:
A customer reported obtaining unexpected negative reactions with the antibody screening assay on the galileo echo ((B)(4)).

Manufacturer narrative:
A review of the result image files for initial testing showed the customer received negative results on all three cells of the antibody screening assay. The wells visually appeared negative as reported by the instrument. The controls on the batch were weaker than normal which resulted with a 2+ reaction and not 4+ as usual. Customer performed qc two times after testing the patient sample and qc failed each time due to equivocal reactions on various wells. The customer received a q symbol on all wells including the control. The control wells appeared to have a hole in the well on all of the qc failures. The customer performed qc a third time with passing results after changing to a new vial of capture-r ready indicator cells of the same lot. The customer repeated the sample which resulted as positive (4+) on cell 3 of the screening assay as expected. All other cells resulted as, and visually appeared, negative as expected. A review of the maintenance, camera reports, and event log shows that all maintenance was up to date on the days of testing. The camera reports and images suggest that the camera was operating as expected. The error log showed no errors on the day of testing. We were unable to rule out the vial of capture-r ready indicator cells as being compromised during initial testing. The instrument is operating as expected.